Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The subject device was returned to and evaluated by olympus. The phenomenon (no image) was not duplicated during inspection. However, worn out video connector latches were found, causing image loss when physically moved / wiggled. The subject device was repaired and returned to the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer, it has been more than 5 years since the device was manufactured, it is likely that the locking of video connectors has failed due to repeated use over time. It is likely that this resulted in the instability of the electrical contact point of the connector, which interfered with image transmission between the scope and the video controller, resulting in the disappearance of the image.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report of no scope image produced when video system center was connected to a scope. There was no patient injury or harm, associated with the problem, reported to olympus.